Event description:
In 1999, pt underwent transvaginal fascial sling and repair of cystocele using bovine pericardial patch graft. Postop the pt developed burning on urination after resuming marital relations earlier than advised. In 1999, pt had pericardial graft removed and repair of surgical site.